Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus tip and cursor did not align and the bezel shield assembly was replaced and the stylus recalibrated to resolve.

Event description:
It was reported that the programmer's cursor could not coordinate with the area that the stylus pen touched in spite of calibration. It was further reported that the programmer then could not correctly act upon the soft button presses. The programmer was returned for service. No patient complications have been reported as a result of this event.